Event description:
On the (B)(6) 2022, the patient undergone a primary surgery with implantation of gmk-sphere system. On the (B)(6) 2024, the patient has been revised for infection and the insert has been changed (no information on ref and lot). On the (B)(6) 2024, the patient has been revised because of infection. The surgeon removed all the components, performed a washout and implanted a gmk-revision system.

Manufacturer narrative:
Batch review performed on 08-aug-2024: lot 2009134: (B)(4) items manufactured and released on 06-nov-2020. Expiration date: 2025-10-19. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 08-aug-2024: gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3i4 l (k121416) lot 2106111: (B)(4) items manufactured and released on 25-aug-2021. Expiration date: 2026-07-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0411fl tibial insert fixed sphere flex size 4/11 (k140826) lot 2336415: (B)(4) items manufactured and released on 25-sep-2023. Expiration date: 2028-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
Visual investigation performed by medacta r&d knee project manager: revision surgery for infection after 26 months from primary implantation and 5 months after first revision surgery with a poly swap due to infection. No traces of residual cement can be seen on the tibial tray. Some residual bone can be seen on the internal surface of the femoral component. No loosening has been reported, there is no evidence that poor inter-digitation between cement and implant is an infection-promoting factor. Based on the available information it is not possible to state an implant's related failure root cause. Corrections: d4 reference inserted in the model number field. D1 brand name corrected.